Event description:
Customer reported a failed battery test after a battery change. The blood glucose reading was 340 mg/dl. He was advised on recommended battery protocol. He stated that the battery cap contacts were not missing or damaged and that the battery spring and compartment were not damaged or corroded. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that all the operating currents were within specification. Off no power alarm did function properly. The insulin pump passed the self test. No unexpected failed battery test alarm noted. The device was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.